Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's scs ipg flipped and is causing pain. Surgical intervention is currently pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg flipped in the pocket causing them pain. They were tentatively scheduled for pocket revision. The rep was to meet with the patient to interrogate their system. The patient cancelled their appointment for meeting with the rep as well as for the revision. As of 15 may 2023, the patient had not been re-scheduled for surgery. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated that the entire system was explanted.